Event description:
Patient called in 2002 alleging that their one touch basic enhanced meter was reading inaccurately low. Patient is on dialysis. Pt was taken to the emergency room after getting low readings on the meter. 2 days before family member tested pt on the meter and got a reading of 27 mg/dl. Pt did not have any symptoms. Family member then gave pt some orange juice with sugar and 15 minutes later got a reading of 4 mg/dl. Patient then called the doctor and dr advised that if their blood glucose does not go up, take them to the ER. Patient ate some breakfast, and then ate a chocolate cookie. Pt tested again with a result of 0 two times. Patient was taken to the ER and the bg reading was 360 mg/dl within 15 minutes. Pt was not treated at the ER. The checkstrip was within range. The control solution was within range 91 (81-113). The code on the meter did not match the code on the test strips. No further information is reported.